Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported the patient had a laterjet/labrum repair in (B)(6) of 2020. The drill bit broke off inside the patient but the or staff was unaware it broke. The case was completed with no issues at the time. During a follow up the patient was complaining of pain which led to an x-ray. The x-ray revealed a piece of the drill bit was stuck in the bone. The patient had a revision surgery (B)(6) 2020 to have the drill tip removed. Currently the patient is recovering and fine to date.